Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had alerts were not as loud as the previous pump and louder during rewind. The customer stated that they had to press buttons twice and some of safety menus make her push buttons multiple times rather then one time to clear. No harm requiring medical intervention was reported. The device will not be returned for analysis.